Event description:
The customer reported via phone call that she had a compromised force sensor system alarm when she went to reset the pump. Customer's blood glucose was 450-590 mg/dl at the time of the incident. Customer stated that the pump has fallen a few times because the clip broke. Customer stated that the pump has hit the ground and the drive support cap is sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.

Manufacturer narrative:
There was a compromised force sensor system alarm during the basic occlusion test due to a protruded/loose drive support disk. They were unable to perform the occlusion, prime/compromised force sensor system, and excessive no delivery test due the compromised force sensor system alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.